Event description:
The pt received a system for occipital nerve stimulation (off-label) which included two percutaneous leads from the same lot. It was reported the pt's stimulation coverage had changed and her headaches were becoming more frequent. Diagnostic testing revealed high and invalid impedance readings on multiple lead contacts. The pt stated she had undergone several lead revision procedures in the past. It was reported surgical intervention will be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.